Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophageal surgery, the device was able to enter firing mode but did not fire when creating a gastric tube. Another device was used to complete the case. There was no patient injury.